Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with the naked eye and magnification and it was noted that particulate matter was stuck to the outside of the spike shaft which is outside of the fluid path. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and integrity of the seal surface testing. All functional testing performed was acceptable. The reported condition was verified. The cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was found in the spike of the used tube during a periodic transfer set change. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.